Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. However, unit received with corroded battery tube. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test, blank display anomalies or rattling noted. No air bubbles noted during testing using a water fill test reservoir. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarm noted during testing or in the device trace download. Device received with the audio alert functioning properly. No audio alert anomaly noted. Insulin pump error 63 was confirmed in the device history due to broken pin 6 trace on keypad assembly.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the user was experiencing issues with high blood glucose, air bubbles, audio anomaly, hardware low level failure alarm, battery failed alarm, and white/blank display. The customer stated that when they were loading a new cannula and filling tubing, air bubbles were identified in the reservoir and the monitor went blank. They performed a self test and the device alarmed hardware low level failure and they did not hear the audio tones. The device alarmed battery failed. The customer also stated that the pump was rattling loudly, their blood glucose was spiking, and they were getting air bubbles. The customer's blood glucose was 18.4 mmol/l which was treated with the pump and injection. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.